Event description:
It was reported by the user facility's biomedical engineer that during preventative maintenance (pm) of the device, he could not control the gas flow on the electronic pt gas systems (epgs). The message: "service gas system" was displayed. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. The user facility's biomedical engineer (biomed) received this gas blender to swap the one out on his system 1 for preventative maintenance (pm). He had problems with it before it was ever put into use. This unit failed directly from service, before it's first use after reconditioning.